Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit during transcatheter aortic valve replacement in a patient on (B)(6) 2018. Tortuous abdominal artery was noted with horizontal aorta angulation of 68 degrees. It was reported during the index procedure, difficulties were encountered advancing a non mdt wire and the sentrant sheath when attempting to advance the device to the landing zone with serval adjustments required to reach the deployment area. As the physician was about to deploy the device it was reported that the patients' blood pressure dropped. A tee performed identified a pericardial effusion. Rapid device deployment was completed and the physician elected to convert to open to complete the lv perforation repair. A hemothorax was also identified from an unknown cause however it was noted the procedure was completed successfully with stable vital signs noted. Per the physician the cause of the event was related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.